Event description:
During a gastric bypass procedure, during the final vertical firing of the gastric pouch, the device misfired. The device did not deploy staples...it cut but did not staple. Case completed by hand suturing. There was leakage 5 days after the surgery. Reoperating was done. Not known how leakage was stopped. No device returning.

Manufacturer narrative:
Date sent: 3/22/2006. Additional information: d4, 10; g4; h2, 3, 4, 6. The complaint could not be confirmed due to the limited amount of information provided. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.